Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self-check failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self-check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned zoll medical corporation the customer's report was observed and attributed to an incorrect sequencing/settings. The calibration tables were found to be corrupted. Typically, the corruption occurs when the user removes the ventilator from calibration testing in the incorrect sequence, corrupting the calibration tables resulting in the 1176 error. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.